Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on ami patient, iab could not advance through the guide wire. Replaced iab with 40cc to continue therapy. The guide wire was not replaced. No patient injury was reported. Competitor¿s sheath used: terumo.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on ami patient, iab could not advance through the guide wire. Replaced iab to continue therapy. The guide wire was not replaced. No patient injury was reported. A competitor¿s sheath was used: terumo. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. The extender tubing was also returned. No blood was observed on the catheter. One kink was found on catheter tubing/inner lumen approximately 49.8cm from the iab tip. The technician attempted to insert a 0.018¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing/inner lumen. This can cause difficulty during guide wire insertion. The evaluation confirmed the reported problem. We are unable to conclusively determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on ami patient, iab could not advance through the guide wire. Replaced iab to continue therapy. The guide wire was not replaced. No patient injury was reported. A competitor¿s sheath was used: terumo. There was no reported injury to the patient.